Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was stretched, with dried blood/tissue present within the helix mechanism. Cuts or puncture holes were observed in the insulation. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms, with loss of sensing and loss of capture. It was noted the helix was difficult to extend and retract when placing the lead. This lead was removed and another lead of the same model was implanted to complete the procedure. No adverse patient effects were reported.